Event description:
USA. Allegedly, a patient required an explantation surgery due an infection on her right breast (sn (B)(6)). No patient demographics, such as weight, or ethnicity, were provided by the reporter. Efforts to gather additional information are ongoing, and the investigation remains in progress.

Manufacturer narrative:
The alleged event is a risk associated with breast surgery and there is no evidence to suggest a link between this particular implant and/or its manufacturing process and a higher risk of occurrence. Per our directions for use, each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: IFU.motiva.health. The instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: infection can occur with any surgery or implanted device. Most infections resulting from surgery appear within a few days to weeks after the operation. However, infection is possible at any time after surgery. Infections in tissue with an expander present are harder to treat than infections in tissue without any. If an infection does not respond to antibiotics, the expander may have to be removed and another device may be placed after the infection is resolved. As with other surgical procedures, toxic shock syndrome in rare instances has been noted in women after breast implant surgery. This is a life-threatening condition and its symptoms include: sudden fever, vomiting, diarrhea, fainting, dizziness, and/or sunburn like rash. Patients should be instructed to contact their doctor immediately for diagnosis and treatment if they have these symptoms. A complete review of the DHR for lot involved was carried out, no deviation was found in the manufacturing process. Additionally, there were no indications of abnormalities in raw materials or manufacturing processes which may have affected this particular batch. Establishment labs will continue to monitor for similar complaints/trends. As part of the post market surveillance process, monitoring of the primary endpoints reported is performed to determine unfavorable trends. Per our current complaint data report, no unfavorable trends were detected on this product. No further actions are required.